Manufacturer narrative:
A sample was evaluated, however the tracings from the provided date of the incident were not available. The cortrak unit underwent a placement test and both the receiver unit and monitor unit passed the placement test with no issues. Therefore, since there were no potential root causes located in the device history record or sample evaluation and the original tracings were not available for evaluation; the root cause of this incident is unknown: no root cause was identified. All information reasonably known as of 19-oct-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Ll information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 20060281, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 17-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nurse educator stated there was no patient death, the patient did experience a lung placement which required intubation and chest tube placement, but has since stabilized and the ett and chest tubes were removed and transferred out of the intensive care unit (ICU). Additional information received 29-jul-2021 stating the patient experienced bilateral pneumothorax after repeated attempts to place a nasogastric (ng) tube with the cortrak. The patient currently has two chest tubes in place. The right lung event was confirmed via x-ray on (B)(6) 2021 at 1723 and the left lung event was confirmed via x-ray on (B)(6) 2021 at 2245. The right chest tube was placed on (B)(6)2021 at 2330 and the left chest tube was placed on (B)(6) 2021 at 0055.